Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2006- patient underwent surgery to repair an incisional hernia. An 11 x 14 cm bard kugel hernia patch was used to repair the hernia. Pt underwent additional surgeries following the implantation of the hernia mesh. In 2007 - pt had the hernia patch removed. Pt suffered and abdominal infection and fision of the bladder to the hernia patch, and adhesions as a result of the failed hernia patch.